Event description:
It was reported that the button on the back of the pliers fell off. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed the bending pliers were missing the knurled nut. We have sent the instrument to our repair department in order to repair the instrument. Please note that we determine this occurrence as an isolated case. The manufacturing documents were reviewed and no discrepancies to the specifications were found.